Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was device "went flat".

Event description:
Patient's friend reported "went flat" against right device. The device has been explanted.